Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer completed cleaning disinfection and sterilization (cds) checklist, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024 sampling from: biopsy channel (ch) cfu: 2 cfu/endoscope (5 cfu/100ml) bacterial identification: micrococcaceae. Sampling date: (B)(6) 2024 sampling from: biopsy ch/suction ch cfu: <1 cfu/endoscope (<1 cfu/100ml) bacterial identification: n/a. Sampling date: (B)(6) 2024 sampling from: air/water ch cfu: <1 cfu/endoscope (<1 cfu/100ml) bacterial identification: n/a. Sampling date: (B)(6) 2024 sampling from: auxiliary water ch cfu: <1 cfu/endoscope (<1 cfu/100ml) bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Attempts to retrieve additional information from the customer are in progress. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for >100 colony forming units (cfus) of acinetobacter species on (B)(6), 2023. The device tested positive again on (B)(6), 2023, for >100 cfus of klebsiella species. The device had its third positive culture test on (B)(6), 2024, for >100 cfus of acinetobacter species. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.